Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. It should be noted that, per the mitraclip system instructions for use (IFU), the system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use did not likely contribute to the single leaflet device attachment (slda). All available information was investigated and a definitive cause for the reported slda could not be determined. The reported patient effect of tricuspid regurgitation (tr) was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating functional tricuspid regurgitation (tr) of grade 4. Two clips were implanted and the tr was reduced to grade 1. Reportedly, some visualization difficulties were noted due to the patient anatomy. Approximately 2 hours post mitraclip procedure, the second implanted clip had detached from the septal leaflet (slda). The tr increased to grade 3-4. On (B)(6) 2018, s second mitraclip procedure was performed with implantation of two additional clips and the tr was reduced to grade 1. No additional information was provided.